Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia pd cycler set was leaking from the patient line. The leak was further described as, ¿here was fluid leaking a couple of inches from the connection to the transfer set on the cassette tubing¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no damaged noted to the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. D9: device avail. For eval was changed from yes to no. H3: device returned for evaluation was changed from yes to no. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.